Event description:
New information received notes that the programming changes were made. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented through merlin.net transmission, an episode alert for device classifying ventricular tachycardia (vt) rhythm as supraventricular tachycardia was observed. The rate of the episode was very close to the vt detection rate. Patient was scheduled for in-clinic visit for device reprogramming. Patient was stable.